Manufacturer narrative:
Approximate age of device ¿ 11 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was suspected to have possible thrombus. There were power issues with a hazard alarm and the date and time of the device reset. A log file analysis found that the controller clock reset and the pump stopped because the system lost power. There were no other unusual events seen within the log file. The mcs equipment was operating as intended and pump parameters trending was normal. It was later communicated that the system lost power temporarily due to the patient¿s mistake of switching the leads (white ¿ black) while making a connection. The power then returned and suddenly peaked. Because of the peak the site had a concern and thrombosis was slightly suspected. Analysis of the waveforms was requested and abnormal symptoms were not observed so no thrombus was confirmed and the patient went to home without any treatment.

Manufacturer narrative:
Analysis of the submitted log file confirmed brief elevations in power; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported events, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file appears to show the system operating as intended from timestamp day 339, hour 4, minute 50 through day 345, hour 15, minute 38. At day 345, hour 15, minute 38, a power cable disconnect alarm was recorded followed by a complete loss of power. It should be noted that it was reported that the system power was lost temporarily due to the patient mistakenly switching the white and black power leads. Brief elevations in power over 7.5 w were captured in the 1 hour and 12 minutes following the system resuming operation, reaching a maximum of 9.1 w at timestamp day 0, hour 1, minute 9. Following these brief power elevations, power ranged from 4.6-6.1 w for the remainder of the file. The pump speed remained above the low speed limit after the system resumed operation. The pump appeared to be operating as intended. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The manufacturer is closing the file on this event.